Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No product defects were visible in the picture. The pictures showed a used device. The reported incident could not be confirmed from the provided photo. The provided photos are not sufficient to investigate the failure mode. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the clamp performed the seal intermittently with end tone, cleaned very well and several times the clamp. Restarted the generator, changed the clamp from one port to another, but issue was not solved. Finally, the clamp was changed with a new one thus solving the problem. There was no patient injury.